Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a button error. The customer¿s blood glucose level was unknown. The customer also stated that the act and esc buttons were not working. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test.